Event description:
(B)(6) 2023: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was 'settings not available' message on the controller. Patient called the manufacturer representative (rep) who told patient to take the battery out and put the charger on it. Patient did that and it did not resolve the issue. Reviewed the meaning of the message. Patient confirmed they had not had any falls, trauma. Patient said they had group a, b, and c. Patient tried using other groups and the message did not come up when pt goes from one group to another. It only happens if pt is on a group, like c, for several hours and pt goes to take it out then pt gets settings not available. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt is going to call the rep back. (B)(6) 2023: additional information was received from the patient. They reported that four contacts did not respond. They were able to work around them; they were reprogramed. The issue was resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-dec-19: additional information was received from the patient. They reported that they saw a can't recognize program message, but they weren't sure of the exact message. Patient service specialist helped the patient perform a reset of the controller. Patient unlocked their controller and was in group b and was able to increase their two programs, but pt noted they had issues in group c. Agent had pt switch to group c and their program 1 was at 9.1, but when they tried to increase they saw the "settings not available, cannot provide your desired intensity settings". Pt noted they need group c for their walks to overcome the back pain. Patient service specialist reviewed the external equipment was functioning as intended. Pt then mentioned their manufacturer representative (rep) informed them that some wires on the lead weren't working. Agent redirected pt to their healthcare provider (hcp) to address the issues. 2024-jan-17: additional information was received from a manufacturer representative (rep). The rep reported that the impedance test revealed contacts 9, 12, 15 showed do not use. Patient programmed around those.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.